Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05155. It was reported the patient lost adequate coverage after experiencing a fall while dancing. Per the doctor, lead migration had occurred. In turn, the doctor decided to explant the patient's scs system so that an MRI could be performed for potential alternative therapies. Both leads are being reported because it is unknown which lead had migrated.